Event description:
It was reported that the patient experienced inadequate stimulation and no pain relief from the device. Reprogramming was attempted however it was not successful, however device malfunction was not suspected. The patient underwent a procedure in which the device was replaced.

Manufacturer narrative:
The ipg was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the ipg instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits, and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and persistent pain at the ipg or lead site are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Based on all available information, engineers are not able to confirm the root cause of the event. The ipg was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. However, this investigation is able to determine a probable root cause for the complaint is known inherent risk of device.

Event description:
It was reported that the patient experienced inadequate stimulation and no pain relief from the device. Reprogramming was attempted however it was not successful, however device malfunction was not suspected. The patient underwent a procedure in which the device was replaced.